Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: a visual analysis of the returned device identified a crease/fold, deformation, white particles on the shell. Crystalline and bubbles were observed in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, implant date and patient information has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth implant exchange.

Event description:
Healthcare professional reports right side "capcon" and replacement of biocell implant. Device has been explanted.